Manufacturer narrative:
Additional information received from the local field representative indicated that the patient's clinic received a remote monitoring alert for a high shock impedance measurement greater than 125 ohms. This issue had previously been identified two months prior and was documented with the physician. There were no plans for any additional intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.